Event description:
It was reported that the metal collar was broken. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 6f guidezilla ii extension guide catheter was selected for use. During the procedure, it was noted that the metal collar was broken. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that the metal collar was broken. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 6f guidezilla ii extension guide catheter was selected for use. During the procedure, it was noted that the metal collar was broken. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hypotube, shaft, collar, and tip were visually and microscopically examined. Inspection found the shaft was kinked 1cm and 4cm proximal of the tip. The collar was detached. There was no other damage or defects observed.